Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator's navigation ring was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the phenomenon, in which the navigation ring did not respond and setting values were changed on their own without operating the device, was duplicated on the setting screen. The se replaced the front bezel, and the phenomenon was resolved.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00118. All information from the original report(s) has been transferred to this report.